Event description:
A pt reported experiencing inaccurate high results with a surestep enhanced meter. The pt's blood glucose results were 225mg/dl (meter), 162mg/dl (lab). Tests were done 11-20 minutes apart with a difference of 39%. Pt did not experience any adverse events. No further info has been reported.